Manufacturer narrative:
Device analysis: device analysis confirmed that a partial circumferential tear was present in the balloon material at approximately 22mm distal to the distal edge of the proximal markerband. A review of the mfg record for batch 8004766 shows that the device met its material, assembly and product specifications. No additional complaints have been received for this lot number. The root cause of the complaint incident could not be identified.

Event description:
Reportable based on analysis approved on 03/30/2007. It was reported that during a pta procedure in the subclavian artery, the "balloon ruptured at 3atms on 1st inflation." The lesion being treated was 80% stenosed. The procedure was successfully completed with another of the same device. No pt complications were reported and the current patient status is reported as "good."